Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead in two portions with the connector portion measuring 9.4 cm, and the distal portion measuring 41.4 cm from the distal tip, respectively. An external insulation abrasion was noted 25.8 to 27.2 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. Shorting was noted on the distal portion at 11.5 cm from the distal tip due to explant damage. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.